Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter had read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred at 12:29pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿385, 206 and 180mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage and stated that as a result of the alleged product issue they decreased their lantus insulin dosage by an unspecified dosage. The patient stated that 4 hours later they developed symptoms of ¿dizzy and stomach churning¿, however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.